Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the tip of the stent delivery system broke. The physician could not deploy the 2.25x20mm taxus liberte drug eluting stent because, the 'tip was broken'. The procedure was completed with another of the same device. Additional info was requested, but not provided.

Manufacturer narrative:
Product analysis can verify the reported tip damaged, but was unable to verify the other reported event for stent difficulty deploying. The sds with stent was visually, tactilely and microscopically examined along the entire length and found a small kink on the midshaft by the porthole, proximal stent damage, and slight tip damage. The stent had two segments from the proximal end with damage and one strut bent back at 45 degrees. A .014" guidewire from the product analysis lab was back loaded into the device and no restriction was found. It was not possible to determine how or when the stent and tip became damaged. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause is considered operational context.